Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted that death is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a free perforation in the circumflex artery, several unsuccessful attempts were made to deploy a graftmaster stent. The perforation was not sealed and the stent was not implanted. The patient expired. No additional information was provided.